Manufacturer narrative:
G4: 07oct2020. B4: 12oct2020. A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported touchscreen had operational failure. The service technician confirmed the touchscreen operation error. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The touchscreen was replaced to resolve the reported issue. No other abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 2 procedure to prevent failure: blower, lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. The unit was checked overall, cleaned run in tests and functionally tested.